Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the "60 minutes" activation message displayed on loop with the freestyle libre sensor. The customer could not obtain scan reading, and began to experience dizziness, sweating, and feeling sick. The customer received glucagon injection from wife, and then was provided soda. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed on the sensor patch. Data was extracted from returned sensor using approved software. Sensor was found to be in state 1 (indicating sensor was never activated by the user). The sensor plug was visibly not seated in the mount, indicating improper assembly by the user. An insertion failure was observed, therefore this complaint is not confirmed to plug not properly seated. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the "60 minutes" activation message displayed on loop with the freestyle libre sensor. The customer could not obtain scan reading, and began to experience dizziness, sweating, and feeling sick. The customer received glucagon injection from wife, and then was provided soda. There was no report of death or permanent injury associated with this event.